Manufacturer narrative:
(B)(4). Reported event was confirmed through information provided by health professional. Information indicates suboptimal positioning of right hip implants may have caused joint instability, eventually leading to elevated metal ion levels. As no metal ion tests post-revision procedure were made available, it cannot be excluded that any patient related factors were a contributor. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2014-08656; 0001825034 -2017 -07128.

Event description:
It was reported that the patient underwent a right hip revision procedure approximately 11 years post-implantation due to patient allegations of squeaking, pain, dry cough, rhonchus, elevated metal ion levels and the presence of greyish metal infused tissue. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Review of additional information received aug 17, 2017, it was noted that the patient had osteolysis, that the suboptimal positioning on the right side may have caused joint instability which lead to the reported elevated metal ion levels suboptimal positioning and instability.